Manufacturer narrative:
MFR visited the site in 2007, and confirmed that the audio was not functional. He observed that and external sp02 connector was broken, and the unit's warranty seal was broken. Internally, several components on the keypad board were dislodged and/or broken, causing the reported failure (no audio). The customer advised that the unit had been damaged after being dropped. Section 2.1 of the trio operating instructions, titled getting started, advised the operator: before using the monitor, complete the following steps: examine the device, all external cables, inserted modules and accessories for damage. Check all monitor functions for proper operation. Note: if the monitor is damaged, contact the biomedical engineer of the hospital or MFR customer service immediately. It appears that the clincian did not follow this instruction, and put the monitor into use with a patient, prior to having proper operation verified. MFR has arranged to repair the customer's monitor by replacing the keypad. Since the malfunction is a result of damage caused by the customer, no additional corrective action is required.

Event description:
The customer reported that while the unit was in use monitoring a patient, the unit visually alarmed, but failed to sound an audio alarm when an infant had a desat episode. No patient injury was reported.